Event description:
It was reported to boston scientific corporation that a rx ercp cannula tapered tip device was in use, but it could not be introduced into the papilla successfully (patient age, gender and weight are unknown). According to the complainant, after removal, a second attempt to re-introduce the device into the papilla resulted in the tip separating approximately 20 centimeters into the biliary tract. The tip was retrieved successfully from the duodena with a snare. Another rx ercp cannula tapered tip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination found the device separated at the bonded joint and the distal remnant was returned. The single lumen had detached from the dual lumen extrusion at the bonded joint area. There was no deformation on either piece of extrusion at the bonded joint areas. The outer diameter of the single lumen extrusion was measured at the proximal end and found to be within the manufacturing specification. The cause of the reported malfunction is unable to be determined. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed, and found no other complaints against this lot.